Event description:
A male with cerebral infarction and a previous history of hyperpiesia was considered to have a suitable anatomical form for endovascular therapy. The procedure went as labeled. Before using the iliac leg graft, the delivery system was flushed and it was noticed that there was heavy leakage from the hemostatic valve. However, it was used anyway since there was no stock in the hospital. The main body and two iliac leg grafts were placed as planned. Confirmatory angiography revealed endoleak from the sealing site of the main body and the contralateral leg graft. A catheter was used to balloon the sealing sites but the endoleak was not resolved. Then another manufacturers stent was placed. The leak remained. The physician felt there might be a pinhole in the graft and placed another leg graft inside the contralateral graft and it was placed down a bit resolving the endoleak. There was heavy blood leakage from the hemostatic values (1820334-2008-00647). In this procedure when grey positioners were withdrawn and especially when the contralateral leg graft was placed, blood kept leaking from the hemostatic valve even when the balloon catheter was inserted. To resolve the leakage issue, another sheath set was used and valves were blocked. However, the hemorrhage volume was 600cc.

Manufacturer narrative:
Event evaluation - still under investigation.